Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: stated that they were seeing improper fill and that some specimens were being rejected due to low fill volume. Product code is 363083 ¿ 2.7 ml citrate tubes.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: stated that they were seeing improper fill and that some specimens were being rejected due to low fill volume. Product code is 363083 ¿ 2.7 ml citrate tubes.

Manufacturer narrative:
H6: investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, (B)(4) production lot in-house retention tubes samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirement h3 other text : see h10.